Event description:
It was reported that "while removing the femoral cutting block the rotation peg broke away from block staying in the bone the device was being used correctly at the time."

Manufacturer narrative:
The investigation is in process. No additional info is available at this time.